Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
The facility reports: two staff were transferring the resident from her wheelchair to her bed after lunch. Staff had hooked up leg straps and then shoulder straps. One staff member was running the lift, going up and the other staff member was behind the wheelchair. Once the resident was going up, the staff member behind the wheelchair, started to move the wheelchair away from the resident, so she could assist in moving the resident to her bed. They had raised the resident about 4 inches from the chair and the staff member running the lift noticed the resident slipping through the sling. She noticed the left leg strap was not attached and the resident was slipping out. The staff member running the lift reached around to grab the resident and broke her fall to the floor. The resident fell about 24 inches and her head hit the floor. The resident was treated in house with ice, head injury routine for 48 hours. (B)(4).